Event description:
It was reported by service report that the footboard modules were dislodged and the screws were missing from the footboard lid, leaving vectors for potential fluid ingress. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: dislodged and missing screws.